Manufacturer narrative:
The device was not returned; therefore, a physical investigation was not performed and the reported event could not be confirmed. Access site hematomas are a common procedural complication and are frequently related to stick technique, anticoagulation, blood pressure, adequate sheath removal technique and patient's compliance to decrease mobility of limb affected in order to promote coagulation. Patient and/or pharmacological factors are likely contributing factors to the hematoma reported. According to the product instruction for use, prolonged access site-related bleeding is a potential risk associated with femoral artery closure procedures. Furthermore, users are instructed to apply fingertip compression for up to 1 minute or as needed. If hemostasis is not achieved, apply additional compression as necessary. Without the return of the device for analysis, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. Based on the lot history record review, there is no indication that the event is related to the device manufacturing process. Therefore, no corrective or preventative actions will be taken at this time. The review of the lot history record (f1625901) indicated that the added inspection step did not cause or contribute to the reported incident and the lot met all product specifications, including quality control acceptance criteria and sterilization prior to shipment. If additional information becomes available, a supplemental report will be issued with the results of the evaluation.

Event description:
It was reported that a patient experienced a hematoma and swelling at the left groin access site following closure with a mynxgrip 5f vascular closure device. Six days after the procedure, the hematoma and swelling were ongoing. Additional information was requested but not provided.